Event description:
The customer reported that the system locked up following receipt of an interlock error. System functionality was recovered after rebooting the system. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The system also underwent a full filament and generator calibration. The system was tested and found to be working as intended and returned to service.